Manufacturer narrative:
In the context of a previous complaint registered under MDR report no. 9611500-2025-00297, we were informed that there had been a total of 10 similar incidents involving the ergostar. The ergostar involved in the initial case was sent in for examination, but not those involved in the other reported cases. Therefore, it was not possible to analyze the specific case, so the results of previous investigations were used as the basis for the assessment. It was determined that during the manufacture of the raw hoses, the setting of the guide roller resulted in a thin hose wall, which promoted the formation of tears. The supplier has already corrected the guide roller setting and provided additional training to staff so that they can recognize and avoid this fault in future. During production, the circuits are 100% checked for leaks before packaging and shipping. If the crack in the tube material causes a significant leak, this is detected during the self-test or during operation and an alarm is triggered. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
In the user facility report relating to complaint (B)(4) (MDR report no. 9611500-2025-00297), we were informed that the membrane of the ergostar cm55 had ruptured in 9 further cases so that reportedly due to the leak the patient could no longer be ventilated adequately. No injury was reported.

Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Event description:
In the user facility report relating to complaint (B)(4) (MDR report no. 9611500-2025-00297), we were informed that the membrane of the ergostar cm55 had ruptured in 9 further cases so that reportedly due to the leak the patient could no longer be ventilated adequately. No injury was reported.